Event description:
Healthcare professional called into the technical assistance group with questions regarding the pac-xtra device. Healthcare profesional needed assistance with pump/scale 2 alarm, which alarms when "the weight reduction on the lower scale due to fluid pumped out continues to occur after the pump was turned off". The technical assistance group representative instructed the healthcare professional to turn device off/on and restart therapy which was in dwell 9 of 10. Healthcare professional bypassed pt back into fill instead of drain mode which resulted in delivery of 1200cc above the normal fill volume. Healthcare professional had questions regarding draining the pt, technical assistance group representative continued to assist healthcare professional until pt had been drained of 2200cc. Healthcare professional continued with the final fill. Healthcare professional reported pt. Was comfortable and had no complaints at this time.